Event description:
It was reported that at 11:50 minutes 107,000 joules while using the surgical fiber during a prostate procedure, the fiber tip ruptured/broke; the fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. Gland volume: 40ml. Patient outcome was not reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber cap/tip break. The glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of the metal cap and exhibited severe devitrification at output window. The metal cap exhibited severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested using a hene laser fixture and aiming beam was present at fiber output window. There were no signs of breakage along length of fiber.the connector cone, segments and tabs appeared in good condition and secure. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed metal/glass cap misalignment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal/glass cap misalignment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. Based on the device analysis, the product complaint of fiber tip/cap break could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber tip ruptured/broke after 107,000 and 11:50 minutes of use, the fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. Patient outcome was not reported.